Manufacturer narrative:
The reported qfix 2.8mm disposable kit was returned for evaluation. A relationship between the device and reported incident was established based on our visual evaluation. From the information provided, the anchor would not feed into the guide correctly. Based on visual observations, visual inspection shows the inside of the handle is melted and deformed. A 2.8mm device was inserted into the drill guide and the device was not able to sit and fit in completely due to the damaged drill guide. Based on our visual observations, cause is due to overheating the drill guide material. Melted material did not allow the 2.8mm device to fully sit in the drill guide. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force. Excessive force applied to drill guide while drilling the bone hole can result in device failure and damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that surgeon stated that the anchor would not feed into the guide correctly. Anchor was deployed and removed from the patient. A second puncture hole was required to place a new anchor. No surgical delay or patient injuries reported.